Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 4 days. The customer experienced "fainting or a loss of consciousness." The customer was unable to self-treat and an ambulance was called; in the ambulance the customer was given "two bottles of glucose 50 and intravenous (not insulin)" for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.